Event description:
This pi is for the revision on (B)(6) 2023. As reported: "patient is status post right knee revision due to infection. Explants are included on original usage sheet. All were removed except for size 5/13 ts insert which was removed on (B)(6) 2022."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon symmetric x3 patella ; cat#5550-g-360 ; lot# kllh. Device name#tri ts femur sz5 right ; cat#5512-f-502 ; lot# b7i4h. Device name#triathlon cemented stem-15mm x 100mm ; cat#5560-s-215 ; lot#0078226j. Device name#tri ts baseplate size 5 ; cat#5521-b-500 ; lot#d3z4za. Device name#tri lm/rl tib aug sz5 5mm ; cat#5545-a-501 ; lot#eremh5d. Device name#tri rm/ll tib aug sz5 5mm ; cat#5545-a-502 ; lot#erfcm6d. Device name#triathlon cemented stem-15mm x 50mm ; cat#5560-s-115 ; lot#0077008l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.